Event description:
It was reported that several hours after the catheter was inserted, the nurse went to turn the pt and found the brown distal lumen had separated from the catheter. The extension line was pulled out of the distal hub. Nurse claims there was no tugging or pulling on the catheter. The catheter was removed and replaced with a new catheter successfully. It is unknown if there was a delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.